Event description:
The patient reported that "someone had turned off the left side of my device. I was filling up with fluid". The patient further reported that, at the clinic, the device was turned back on and that a doctor needs to read the information from the device. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.